Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of flexcaps disconnected from the luer patient connector of the automated peritoneal dialysis (apd) cassette set. The flexicaps were ¿falling off really easily¿ during unspecified process steps of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.